Manufacturer narrative:
The customer returned meter and strips for investigation. The meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 50%, donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.0 inr, customer meter with customer strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The result of 4.0 inr at 10am on (B)(6) 2018 alleged by the customer was observed in the meter¿s patient result memory, but result of 5.5inr at 9:48am on 08/05/2018 was not observed.

Manufacturer narrative:
(B)(4).

Event description:
The customer's daughter complained of error messages and discrepant high inr results on coaguchek xs meter serial number (B)(4). The customer tested at 9:48 a.m. With a result of 5.5 inr. The customer re-tested at 10:00 a.m. With a result of 4.0 inr. The customer used different fingers for each test. The customer's daughter did not think either result was correct. The customer's therapeutic range is 2.0 ¿ 3.0 inr. The customer's daughter contacted the customer's doctor and was advised to hold the customer's coumadin from (B)(6) 2018 and to resume coumadin dose and re-test on (B)(6) 2018. On (B)(6) 2018 the customer was receiving qc errors and was unable to test. No adverse event occurred. The customer is in stable condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer is not taking any new medication, has not been ill recently, has not had any diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.